Event description:
It was reported that the device was used during an unknown procedure. When the obturator will not fit into sleeve, another device not in a kit (obturator) ,was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 10/28/2008. Information anticipated, but unavailable at this time.